Event description:
Patient developed mitral regurgitation within two years post primary procedure. The edward carp 32mm ring was explanted and replaced by medtronic 31 mm mosaic mitral valve. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).